Event description:
Essure coils. These are things/symptoms. I have experienced since my essure coils were placed inside me. Heavy bleeding, cramping, joint pain, dizziness, nausea, fatigue/complete loss of energy, sharp stabbing pains, back pain, migraines, paresthesia, bloating leg pains, hair changes, nerve pain, probable complex ovarian cyst, vitamin d deficiency, multiple problems with my teeth, cloudiness, forgetfulness, anxiety and panic attacks, acne, boils, neck and spine pain, hot flashes, nightmares, rashes. I've deal with a lot. I'm hoping I have not left anything out. I believe my coils are out of place and I am scheduling an appointment to investigate that matter further, however, did not want to wait to submit. Also, I did not receive a pregnancy test or a nickel allergy test before my procedure. I started having these issues approx 2 to 3 months after my procedure.